Event description:
Additional instances of lead noise were reported. The noise resulted in oversensing. The lead will continue to be monitored. The patient was stable.

Event description:
It was reported that the patient presented remotely via (B)(6). Upon review of the transmission, it was observed that the right ventricular lead exhibited noise. No inappropriate therapy was received by the patient. No resolution was taken. There were no patient consequences and the patient will continue to be monitored.